Manufacturer narrative:
. Evaluation / investigation a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. Two devices were returned for investigation. Device 1- the device was returned with the handle in the open position and the basket formation is partially open. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 1.5 cm. A visual examination noted the basket formation extends 2.2 cm from the distal end of the basket sheath. Damage was noted on the basket sheath. The basket sheath is accordioned 5 mm from the distal tip of the support sheath. The handle will retract the basket formation, but will not extend the basket sheath. The support sheath and the basket sheath were found to be detached; adhesive was noted on the basket sheath. There is a bend in the basket sheath 3.5 cm from the distal tip; it could be from how the device was returned for investigation. Device 2- the device was returned with the handle in the closed position. The basket formation is open and extending 1.9 cm including distal cannula from the distal tip of the basket sheath. A visual examination noted the cannulated handle has slipped of out the collet. The pett was not returned. The mlla is loose. The basket sheath is accordion 7 mm from the distal tip of the support sheath. The accordion section measures 7 mm in length. The basket formation can be manually actuated. The handle was reassembled minus the pett and the handle actuated the basket formation. On the second actuation, the support sheath and basket sheath detached during evaluation. The device history record was reviewed and noted there no non-conformances associated with the complaint device lot number. A review of complaint history revealed this is the only complaint that has been received associated with lot number ns6418648. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned devices were found to be non-functional due to sheath damage. Both devices were found to have sheath damage near the support tube. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. A definitive root cause for the reported event cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a cystoscopy procedure and the removal of bladder stones through the "pcci tract", the nforce nitinol helical stone extractor basket did not open. The surgeon completed the procedure successfully with another device. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.